Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of field service notes, associated device data and provided image for the reported surgeon console (sc). Review of the field service notes indicates that the surgeon console display computer (scdc computer was fully replaced. After this replacement, the sc passed all calibration checks and other tests. Evaluation of the device data indicates that there was communication loss between the tower and the scdc triggering an error code ¿scdc - gui comms loss¿. Since communication was lost with the scdc node, it triggered a non-recoverable error ¿sc client communication lost¿. There is also an occurrence of error code ¿msc handler comms loss error¿ due to a communication issue between the main system controller (msc) computer and the scdc, sc scaler. Review of the provided image shows the surgeon 3d display (s3d) screen showing error note "if you have any external devices such as a hard disk drive connected to the usb or ieeee1394 port, please remove them and restart the system before diagnostic program". Evaluation of the device data for the reported surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a surgeon console display computer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use for a prostatectomy but with the patient under anesthesia, when the surgeon console (sc) was booted and calibrated, a disk operating system (dos) error message appeared on the sc3d screen referring to some diagnostic needed and a connection potentially being the cause of the issue. The surgeon tried to restart the sc, but the error appeared as soon as the sc booted up again and it wasn't possible anymore to reach the calibration stage. At this point, the start-up specialist (sus) arrived on site and called remote service for further troubleshooting advice. The sus checked to see if the task simulator was still connected to the console via the usb-b cable which it was not. The surgeon tried again to restart the sc but the error was still showing up. As a last resort, the sus tried to restart the whole system, waiting for the system to start up before turning on the sc, but the issue was still occurring. The surgery was converted to open as the system could not be used now or for any future procedures until it is resolved. There was a delay of 30 minutes. There was no patient injury.

Event description:
It was reported that prior to use for a prostatectomy but with the patient under anesthesia, when the surgeon console (sc) was booted and calibrated, a disk operating system (dos) error message appeared on the sc3d screen referring to some diagnostic needed and a connection potentially being the cause of the issue. The surgeon tried to restart the sc, but the error appeared as soon as the sc booted up again and it wasn't possible anymore to reach the calibration stage. At this point, the start-up specialist (sus) arrived on site and called remote service for further troubleshooting advice. The sus checked to see if the task simulator was still connected to the console via the usb-b cable which it was not. The surgeon tried again to restart the sc but the error was still showing up. As a last resort, the sus tried to restart the whole system, waiting for the system to start up before turning on the sc, but the issue was still occurring. The surgery was converted to open as the system could not be used now or for any future procedures until it is resolved. There was a delay of 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.